Event description:
It was reported that the lesion site was located in the mid left anterior descending artery. The vessel is characterized as being moderately tortuous and calcified, concentric and with 90% stenosis. Lesion length was 10 mm and the diameter was 2.5 mm. The device was successfully used for pre-dilatation and the xience v stent was deployed at the lesion site. However, during post-dilatation the voyager nc device ruptured at 12 atmosphere. A non-abbott balloon catheter was used to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato. Guide cath: access. Stent: xience v. Evaluation summary: evaluation of returned catheter found contrast visible the inflation lumen and the loosely folded balloon, indicating that the device was prepared for use and pressurized during the procedure. An attempt was made to pressurize the catheter and the analysis confirmed that there was a longitudinal rupture in the balloon above the proximal balloon marker, for a length of 2.5 mm. Additionally, there was a longitudinal scratch noted on the outer surface of the balloon adjacent to the rupture. In this case, since there was no report of any leaks noted during preparation for use and the catheter was successfully used for pre-dilatation, this suggests that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the failure may have been attributed to mechanical damage. If the balloon experiences mechanical damage during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The lesion was reported as moderately tortuous, moderately calcified and 90% stenosed, which likely contributed to the reported difficulty. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. Based on the information received with this event and the analysis of the returned product, the reported balloon rupture and mechanical damage appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.